Event description:
The pt reported experiencing complication post pump replacement including an infection at the incision site and nausea and dizziness while adjusting to the new pump. The pt reports following pump replacement they went to have their staples removed, but the incision site was infected, so they waited for that to clear and then returned to have the staples removed. Despite repeated attempts, no further info was received from the hcp regarding treatments or outcome for this event. Additional information received from the pt in january of 2007 indicates once the infection cleared, the new pump and therapy is going good.

Event description:
Additional information: the patient got a staph infection from surgery. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient developed the staph infection 7-10 days post implant. They gave the patient "something to get rid of it, but it may not have been a staph infection". When the dressing was removed, the incision was "runny, raw, and sore and took months to heal".